Manufacturer narrative:
The insulin pump passed all functional testing's including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump had a liquid reservoir test. No air bubbles anomaly noted. The insulin pump was received with minor scratches on lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 27mmol/l. The doctors and hospital employees can't resolve the problem and they think it is the pump anomaly. The customer stated that air bubbles in catheter tube and tried different batches of reservoirs and catheters. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.